Event description:
Customer called and stated that the bravo capsule failed to attach and fell into the pt's mouth. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.